Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿obstruction in tube, kinked tubing, wrong tubing dimensions¿. The labeling was found to be adequate. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
Critical care nurses reported in an online survey that they were not able to successfully collect urine because it was blocked.